Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv line separated from the filter during use. The following information was provided by the initial reporter: "opened the IV line to connect to tpn the line was separated from the filter".

Manufacturer narrative:
H6: investigation summary : a sample was received and tested by our quality team. The separation was immediately noticed and the customer's complaint of separation was verified. Visual analyses under microscope was then employed and the root cause of this failure was a clear lack of solvent at the tubing to filter junction. A device history record review for model 11532269 lot number 20086496 was performed. The search showed that a total of (B)(6) in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv line separated from the filter during use. The following information was provided by the initial reporter: "opened the IV line to connect to tpn the line was separated from the filter."